Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
End user reported open area to peristomal skin measuring 25 mm and approximately 3 mm from stoma on the left lower quadrant. Weekly, for the last three months, the wound clinic have tried crusting the area with stoma powder and protective barrier wipes but open area persists. Lastly, the wound clinic applied silver nitrate and covered the open area with duoderm. She reported pain following silver nitrate application and was prescribed lanacane two percent to the open area.